Event description:
It was reported to philips that the customer was unable to calibrate the device. Further clarification was provided and it was determined that the co2 function was unable to calibrate. There was no patient involvement.